Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Litigation alleges injury. Doi: (B)(6) 2009 - dor: none reported (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect  a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). No code available use for medical device removal and surgical intervention.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records patient was revised to addressed metallosis right hip status post right metal on metal total hip replacement. Operative notes indicated subsequent recent x-rays demonstrated of subsidence overtime of femoral stem resulting to 1 cm limb length discrepancy. No fluid accumulation was noted other than benign appearing synovial fluid at the arthrotomy. The trunnion was noted to have no more than focal surface corrosion. The corrosion was very minimal as was the case with the femoral head. Attention was on the cup, there was some fibrous tissue which had grown in from one of the unused screw holes, otherwise the articulation was unremarkable. The trunnion was noted to be intact and no corrosion was present. Added date of birth and age of patient, date of revision, account name, surgeon, medical history, stem and product details of liner and head in impacted products. Doi: (B)(6) 2009. Dor: (B)(6) 2018 right hip.